Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips advanced sideways (out of jaw alignment). A el314 with lt300 clips were used to complete the case. There was no consequence to the pt.